Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that sometime s their ins will shut off during the day and it does not seem like it wants to charge up again. The issue began about 3 weeks ago. When they first got it, it charged really good. The patient described charging to 100% the night before the report but then in the morning the stimulation was off and when they charged in the morning it was almost dead before going to bed. The patient described having excellent connection but the recharger shuts off during recharging and they have to restart the charge session. The patient used to be able to charge in an hour if their battery was way down but now it takes 2 hours. The patient recently increased their parameters. Patient services reviewed how programmed parameters affect the recharge interval. The patient stated that the last time they went into their healthcare professional¿s (hcp) office was on (B)(6) 2018. There were no program changes the hcp just asked a bunch of questions. The patient started using higher settings in (B)(6). The patient said that some days they have more pain and use higher settings. Now they are at 5.1 and they used to be at like 4.5. The patient charges their ins to 100% full. During the call the patient was recharging and the controller battery level was at 60% and the ins was at 80%. The issue the patient described did not occur. Patient services asked the patient to move the recharger paddle one inch away from their implant and the patient described poor recharge quality but they were able to re-establish excellent connection. Patient services reviewed that their equipment seemed to be functioning as expected and recommended that the patient take note of any screen numbers or messages the recharger may show and call back if they need further assistance. The patient noted being on a program where their hcp calls them once a week and they recommended that the patient call patient services. However, the patient was redirected back to their hcp. The patient stated that when they first got their stimulator they charged three times per day but then they were able to make it so they recharged twice per day. The patient expressed understanding that the recharge frequency issues could be due to the settings that they are using and that their equipment seemed to be functioning as expected during the call. The patient would call back if they needed further assistance. The patient said that the reason they got the ins was for their legs. They still have a lot of pain as they set up the ins to help the right more than the left. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. When asked if the cause of the recharging issues and ins shutting off was determined that patient indicated that they charge it before they go to bed and by morning it is dead. It takes a long time to charge. They will charge in the morning and by the evening they need to charge again. Sometime during the day or at night it will turn itself off. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.